Manufacturer narrative:
A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2021 with one week of nausea and one episode of vomiting followed by left upper quadrant pain. The patient felt the paint was similar to when he had his driveline infection. The patient denied increased drainage from the exit site, fever, chills, or urinary symptoms. Cultures were taken from the driveline exit site which showed a resistant pseudomonas aeruginosa (psa). A computed tomography (CT) of the chest did not show inflammation extending up the line and no clear fluid collection around the device. Zosyn was continued. The patient was placed on prednisone for possible chondritis. The patient reported that this helped initially but the pain came back. The patient was seen again on (B)(6) 2021 and elected to stop zosyn at that time due to the worsening resistance. No additional information was provided.